Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this lead was surgically abandoned. During a device change the lead insulation pulled apart from the 6mm connection, making in unusable. Therefore, the lead was replaced. No additional adverse patient effects.